Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A pre-accelerated stress test 15 min 1000 ml simulated treatment (self test) was started but an patient pressure not constant warning alarm occurred. Patient calibration check failed ¿ patient sensor one reading is 0 mbar and is stuck. It will not calibrate, causing the patient pressure not constant warning. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report patient pressure not constant warning occurred in step 1 of setup. Pt was not connected during incident. The reported issue(s) is not a result of the supplies. Technical support replaced cycler due to the pt pressure not constant warning. There was no patient harm or adverse event, and no medical intervention was required. Attempts have been made to gather additional information, but no data has been received.